Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system. Engineering analysis was done on device data and found variable power consumption due to varying right atrial (ra) lead capture thresholds. The ra automatic threshold test was found to be in suspension due to these varying thresholds. It was noted that these leads were tunneled as device had been moved due to patient condition. Technical services (ts) reviewed device episode data and found that there were episodes of noise. This device was reprogrammed in clinic. After reprogramming, there was far-field oversensing on the ra lead and atrial pacing below the lower rate limit (lrl). Ts discussed further device optimization and lead evaluation. No adverse patient effects were reported. Currently, this pacemaker system remains in service.